Manufacturer narrative:
This report has been identified as (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Device history record (DHR):- reviewed the DHR for batch 19f22ge271, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by (B)(4). Overinfusion: reason of complaint: lt 100-50 filled with 99 ml, lt 270-54 filled with 248 ml, after 29 hours, staff assess that the pump is almost empty. Unfortunately, there are no samples or pictures of the two pumps and the customer is well aware that it is difficult to investigate this matter further. First contact to end customer: b.braun. Response expected by: customer;complaint receiver. Name of device alert: no alarm. Products related to complaint: article / batch: 4540016/19k11ge261. Article / batch: 4540018/19f22ge271.